Event description:
It was reported that the loaner staff noticed the breakage of the im drill tip. The sales rep said it broke when setting it to the femur. No particles of broken drill were remained in the patient.

Event description:
It was reported that the loaner staff noticed the breakage of the im drill tip. The sales rep said it broke when setting it to the femur. No particles of broken drill were remained in the patient.

Manufacturer narrative:
An event regarding a tip fracture involving a 3/8" starter drill was reported. The event was confirmed. Visual analysis confirmed the reported event. Material analysis confirmed that no material or manufacturing defects were observed on the features evaluated. It is not believed that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that fracture was caused by a bending overload. No material or manufacturing defects were observed on the device features evaluated.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.